Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer attempted to load a new cartridge with the help of technical support but was unsuccessful, as the cartridge alarm recurred. The customer planned to use multiple daily injections (mdi) as backup therapy.